Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient had elevated blood glucose levels of 380 mg/dl. The patient went to the hospital and was treated with lantus insulin. The patient was hospitalized for 2 days. Blood glucose values obtained in the hospital were not provided.